Manufacturer narrative:
Based upon an internal review, it was determined that this MDR was not listed in the maude database. The reason for this is unknown. This MDR is thus being filed retroactively as per the instructions of the emdr help desk.

Event description:
During a clearpoint procedure, the doctor inserted the stylet to confirm target followed by insertion of a visualase laser catheter. Following ablation, the entry site was closed. It was later determined after closure that there was a hemorrhage that required surgical intervention. Upon follow up, the surgeon commented the patient had fully recovered with no deficits.